Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and performed system verification. The fse did electrical safety tests on all components which passed, and the system was tested and verified as ready for use. A review of the site's system logs revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the hospital lost power due to an ice storm. The system was on generator power, and there were no concerns with the system. However, the surgeon chose to electively convert to laparoscopic. Later in the procedure, there was an unknown injury resulting in the removal of the spleen. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.